Event description:
It was reported that the patient was hospitalized after receiving inappropriate therapy. The device may have detected the rhythm in correctly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 694758 implantable tachy lead, (B)(6) 2009; 5076-45 implantable pacing lead, (B)(6) 2009. (B)(4).